Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed blood within the balloon micro machined tubing. During functional evaluation the occlusion balloon was unable to be flushed nor could a patency mandrel be advanced as the balloon catheter was blocked/ occluded with solidified contrast. In addition blood was also observed in the hub during the flushing attempt. The balloon catheter shaft was cut towards the distal end to perform an inflation test. The distal cut end of the balloon catheter was flushed without difficulty. The balloon was inflated and blood was noted within the inflated balloon, there was no evidence of leaks or tears. The balloon was then deflated without difficulty. Information available indicated that the balloon was not inflated nor deflated during preparation. As per the device directions for use (dfu), ¿using the 3 cc syringe, inflate the balloon with the saline-contrast mixture to the nominal recommended inflation volume and inspect the balloon surface for any abnormalities (non-concentric shape, pin holes, etc.). While the balloon is inflated, inspect for the presence of air bubbles" and "with the tip of the balloon catheter system submerged in saline or contrast, slightly loosen the rhv and withdraw the guidewire into the balloon to fully deflate the balloon". As the device was not prepared as per the dfu, an assignable cause of use error will be assigned to this investigation. It is probable that the reported issue and observed findings during analysis were likely the result of an act or omission that resulted in a different medical device response than intended.

Event description:
It was reported that during procedure the balloon catheter would not deflate. The physician remove the guidewire in order to deflate the balloon and the balloon occlusion catheter was removed without clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure the balloon catheter would not deflate. The physician remove the guidewire in order to deflate the balloon and the balloon occlusion catheter was removed without clinical consequences to the patient.